Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the revision was scheduled for (B)(4) 2018. No further complications are anticipated.

Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the cause of the lead not connecting to the new battery remained unknown. The rep stated that a revision surgery to replace that lead was going to take place. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the revision was successful and the old lead was discarded. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. It was reported that they left a lead implanted but not connected to the new battery. The patient went in for standard battery replacement and when the lead was removed from the old battery, it would not slide into the new one. The rep stated that they were able to get good stimulation in post op using the only remaining lead that was connected. They stated that the issue was resolved. No symptoms were reported. No further complications were reported. Follow-up was conducted.